Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using pcr and the results were positive. The customer stated results were not reported out so there was no report of patient impact. Eua#: eua (B)(4). The following information was provided by the initial reporter: " it was reported that the customer alleges false negative result. What confirmatory testing was performed that determined the results were erroneous? Pcr. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Manufacturer narrative:
H6: investigation summary : this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 1004862. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false negative results were obtained. Repeat tests were performed using pcr and the results were positive. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that the customer alleges false negative result. ¿what confirmatory testing was performed that determined the results were erroneous? Pcr were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No if yes, did the erroneous treatment have any adverse impact to the patient(s)? No."